Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications. Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, sinus perforation, and bone loss. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. There were no reported post-operative complications. Exemption number: e2015015.

Event description:
The clinician reported that 4.5 months after the dental implant was placed in ada site 12, the implant had not achieved osseointegration in type iii bone. Clinician reports mobility, sinus perforation, and bone loss. There were no reported post-operative complications.